Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that since the program change on october 6 the patient has had diarrhea and was sick. The patient stated that she had to decrease her stimulation due to it being painful and she was voiding even when she had a bowel movement. The patient noted that she was concerned that there was not enough time for this evaluation. It was also mentioned that the patient switched the program to program 2 and stimulation was at 0.09 and comfortable. On october 10 the patient reported that she had decreased her stimulation due to the fact it was hurting her. The patient also indicated that she thought she may have a bladder infection. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's history of urinary tract infections (utis) was unchanged and the utis were not related to the device or therapy. It was also confirmed that the uti's were related to the patient's underlying urinary dysfunction. There were no further symptoms or complications reported or anticipated.